Event description:
It was reported that the power module was taking twice as long to perform a self-test. The power module was taken out of service and returned for evaluation.

Manufacturer narrative:
Section e1: reporter phone number: (B)(6). Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6)) having a self-test issue was unable to be confirmed. The unit returned to the pleasanton service depot for analysis. When the unit was connected to power, it did not power on. This prevented a self-test from being attempted. The start-up issue was traced to a damaged main printed circuit board (pcb). A damaged main pcb would likely contribute to the reported self-test issue. A purchase order for the repairs to the unit was requested, but no response was received, so the unit was returned to the customer, unrepaired. No further troubleshooting was attempted. A root cause for the reported event was unable to be determined via this investigation; however, it was likely related to the observed damaged main pcb. There were also incidental findings of damaged feet, damaged membrane, and damaged streamline clip. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6)) having a self-test issue was confirmed. The unit returned to the pleasanton service depot for analysis. When the unit was connected to power, it did not power on. This prevented a self-test from being attempted. The start-up issue was traced to a damaged main printed circuit board (pcb). The main pcb was replaced, and the power module was able to pass all functional testing without issue. Preventative maintenance was performed, and the unit was returned to the customer. The damaged pcb was forwarded to the product performance engineering group for further analysis, and the pcb was connected to a test fixture. It was found that the main pcb was able to support a test system controller and mock circulatory loop without issue, but that the indicator lights did not power on. Further evaluation of the main pcb determined that a microprocessor was not functioning as intended. This microprocessor is responsible for multiple functions, including powering the visual indicators and detecting when a self-test is being requested; therefore, damage to this component would result in the reported and observed issues. The root cause of the reported event was determined to be damage to a microprocessor on the power module¿s main pcb. The root cause for the damage to the microprocessor was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.